Event description:
It was reported that the patient presented to the emergency room after the patient fell. It was noted that the patient's right ventricular (rv) lead exhibited intermittent capture. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.